Manufacturer narrative:
This report is submitted on march 3, 2021.

Event description:
Per the clinic, the patient experienced poor performance with device use, resulting in explant on (B)(6) 2021. The patient was re-implanted with a new device during the same surgery.